Event description:
It was reported that the ventricular lead exhibited high threshold. A lead revision was not possible, due to the patient's anatomy, so the lead was explanted.

Manufacturer narrative:
Na